Manufacturer narrative:
The customer reported complaint for the platform displaying an error message "analyzing patient size" and a fault 08 (motor controller fault detected) was confirmed during archive review and initial functional testing. The root cause was due to a defective drive train motor. Unrelated to the reported complaint, a damaged load plate cover was observed during visual inspection. The load plate cover needs a replacement to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. The autopulse platform failed initial functional testing due to fault 08 (motor controller fault detected) displayed upon powering on. The motor controller's built-in fault detection system signals a fault due to defective drive train motor. The drive train motor was replaced to remedy the fault 08 error message. Review of the archive data indicated multiple fault 08 error messages on the customer reported event date. The load cell characterization test confirmed both load cell modules are functioning within the specification. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform sn (B)(4).

Event description:
During a shift check, the autopulse platform (sn (B)(4)) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was able to clear the error, however, the platform displayed "analyzing patient size" and a fault (ua) 08 (motor controller fault detected) after the restart. The customer was unable to clear the errors. No patient involvement.